Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stent partially deployed, the stent was froze on the wire, and the stent became damaged. The patient required surgical intervention. The 100% stenosed and severely tortuous pre-dilated target lesion was located in the superficial femoral artery (sfa). A 6 x 200 x 130 innova¿ stent was selected for use. The physician was in brachial access with a 6fr x 90 sheath and the stent was placed over a .014 non bsc guidewire. When attempting to deploy the stent, it jammed on the delivery system and on the guidewire. High force was required to turn the thumbwheel. The pull grip was used to attempt to complete the deployment. The stent was about one fourth deployed. They attempted to pull the stent out and it stretched all the way up into the distal aorta. The proximal part of the stent was still within the sheath. The stent separated from the deployment mechanism and the mechanism was stuck on the wire. The patient was sent to emergency surgery to remove the stent and have an endarterectomy and pop bypass. The patient was doing well post procedure and the brachial sheath was removed the next day. There were no additional patient complications.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) with a .014 guidewire frozen in the device. The outer shaft, mid-shaft, inner shaft, proximal liner and the remainder of the device were checked for damage. Visual examination showed a kink at the nosecone. The guidewire was sticking out of the distal end of the device approximately 5.5cm. The guidewire was sticking out of the proximal end approximately 133cm. The handle was separated and visually inspected inside for further damage. It was noticed that there was a severe prolapse of the proximal inner, most likely from using a .014 guidewire. The pull-rack was at is full travel. The stent was not returned in the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that the stent partially deployed, the stent was froze on the wire, and the stent became damaged. The patient required surgical intervention. The 100% stenosed and severely tortuous pre-dilated target lesion was located in the superficial femoral artery (sfa). A 6 x 200 x 130 innova¿ stent was selected for use. The physician was in brachial access with a 6fr x 90 sheath and the stent was placed over a .014 non bsc guidewire. When attempting to deploy the stent, it jammed on the delivery system and on the guidewire. High force was required to turn the thumbwheel. The pull grip was used to attempt to complete the deployment. The stent was about one fourth deployed. They attempted to pull the stent out and it stretched all the way up into the distal aorta. The proximal part of the stent was still within the sheath. The stent separated from the deployment mechanism and the mechanism was stuck on the wire. The patient was sent to emergency surgery to remove the stent and have an endarterectomy and pop bypass. The patient was doing well post procedure and the brachial sheath was removed the next day. There were no additional patient complications.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the degree of calcification was moderate.